Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on.